Event description:
Caller reported a cracked and shattered touchscreen, rendering the pump's screen unresponsive and illegible. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. As the pump was out of warranty, the customer opted to purchase a new pump.